Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 572 mg/dl, with ketones (size was unknown) a healthcare provided identified as life threatening. Customer went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, potassium and magnesium sodium and released from the hospital on (B)(6) 2025 with the issue resolved. Reportedly, the healthcare provider identified a "mallory weiss" tear and "heart damage" due to the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Reportedly, the customer reverted to an alternate method of insulin therapy.